Event description:
The customer reported that falsely elevated magnesium result was generated on a patient when processed on the alinity c processing module. The following results were provided for (B)(6) from (B)(6) 2024. Initial result > 9.5 mg/dl, repeated on another alinity processing module and results were 2.1 mg/dl. Sample was repeated on this instrument after performing m&d 5906 (clean sample probe) and results were 2.1 mg/dl. Customer¿s reference range 1.6-2.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The customer performed the suggested troubleshooting, performed the maintenance and diagnostic procedure 5906 clean sample probe, which resolved the issue. The module function was verified with a control run. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the tracking and trending of the alinity system did not identify any trends associated with the complaint issue. A review of the manufacturing documentation was performed and did not identify any issues related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer reported that falsely elevated magnesium result was generated on a patient when processed on the alinity c processing module. The following results were provided for sidl3760027829 from 04pr2024. Initial result > 9.5 mg/dl, repeated on another alinity processing module and results were 2.1 mg/dl. Sample was repeated on this instrument after performing m&d 5906 (clean sample probe) and results were 2.1 mg/dl. Customer¿s reference range 1.6-2.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1: patient sid: (B)(6) all available patient information was included, no additional patient information was available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.